Manufacturer narrative:
Date sent to the FDA: 3/09/2025. D4: UDI: as the lot number for the device involved in the event was for DHR review, the full UDI is currently not available. Additional information: h6: appropriate term / code not available (e2402) utilized to capture chronic cholecystitis. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that patient underwent hernia repair on (B)(6) 2011 and mesh was implanted. It was reported that patient underwent cholecystectomy and repair of incisional hernia on (B)(6) 2012. It was reported that the patient experienced intermittent right upper quadrant pain and chronic cholecystitis. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 3/13/2025. Additional information: d4 (expiration), h4. Corrected information: d4 (primary UDI #). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.